Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed a "poor pad contact" messge. Complainant indicated that kimberly clark electrodes were used in conjunction with the device. The clinician made three attempts to deliver therapy and was successful two of the three times. Complainant indicated that the pt subsequently expired. Please refer to reports 1220908-2004-02390 & 1220908-2004-02460 in which the complainant reported similar alleged malfunctions.